Event description:
It was reported that during a full supply change the pump displayed alert 38 indicating a motor stall, the user restarted the ilet multiple times including through the app, received an insulin occlusion alert despite no tubing being connected, and repeated dry runs where alert 38 reappeared during rewind, consistent with a failure to infuse associated with the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed findings consistent with a communications problem and a device issue characterized as failure to infuse involving the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.